Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and severely scratched display window noted. The insulin pump was inspected and able to read the screen noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 10.8 mmol/l at the time of the incident. The customer stated that there were scratches on the insulin pump screen and unable to read the screen. The customer was advised that the insulin pump is being replaced. The insulin pump is expected to return for analysis.